Manufacturer narrative:
(B)(4): results - (endoleak), (unknown cause of disconnection between the two stent grafts). Conclusion: (unknown cause of disconnection between the two stent grafts).

Event description:
Two talent stent graft were implanted for the endovascular treatment of a thoracic aortic aneurysm, approximately 27 months ago. An extension stent graft had been placed distally to these devices, three months ago, due to a distal stenosis which was approximately 5 cm proximal to the celiac artery and unrelated to the original stent graft. It was reported that during a recent routine follow-up, a junctional type iii endoleak between the two most distal stent grafts was identified (ref MFR #s 2953200-2011-01334 and 2953200-2011-01335). There were no morphological changes and the anatomy was unremarkable. An internal review of the films was inconclusive as to the cause of the endoleak. The whole aorta was relined with two 36mm proximal main grafts, approximately 3 weeks ago, which resolved the endoleak. The outcome was excellent, the patient is fine, and no clinical sequelae were reported.